Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2010 at an unspecified time. The patient informed the cca that she manages her diabetes with insulin pump. As a result of the alleged issue, the patient claimed she responded to taking less than 1 unit of basal insulin (type unknown) and humalog insulin based on a sliding scale. The patient stated she developed symptoms of poor vision after the alleged issue began. The patient informed the cca that the poor vision has been happening off and on for a few months. In spite of the symptom, the patient reported she did not seek medical treatment. At the time of troubleshooting, the cca verified the power button and strip insertion turned the meter on; however the patient stated that the alleged issue occurs intermittently. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remained unresolved.

Event description:
A home patient (hp) contacted baxter's technical service center to report a system error (se) 2240 alarm on the homechoice (hc) unit during drain 1. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated she disconnected prior to the alarm for 15 minutes and was unsure if the drain had started when she reconnected to the machine. The tsr had the hp cycle power to display press go to start. The hp confirmed to restart with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated she contacted her nurse to report the issue and stated that her nurse retrained her on proper procedures. The hp confirmed she was doing well with therapy and no adverse event resulted from this incident.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k082590.